Event description:
Upon removal of epidural catheter following surgery, it was noted by the anesthesiologist that the catheter was shorter than a similar unused catheter: 2 inches were noted to be missing at the distal end. Pt was returned to surgery for the removal of the catheter fragment. No sample to be returned.